Event description:
This is a case report received on (B)(6) 2012 by baxter (B)(4) from a (B)(6) pharmacist regarding a patient reaction to a xenium dialyzer (170 or 190) on (B)(6) 2011. (Lot 11l15b) reportedly approximately 25 minutes after the start of therapy, the patient experienced a cough, dyspnea, and watering of the eyes. The physician stopped dialysis resulting in cessation of the symptoms. Therapy was restarted resulting in the symptoms reappearing immediately (cough and breathing difficulty). Therapy was stopped and the patient improved. Reportedly, symptoms reappeared after therapy was discontinued. The physician hospitalized the patient to determine the evolution of the anaphylaxis. The patient was treated with corticoids and antihistamines (unknown). It is unknown what the patient outcome was. Reportedly, when the patient resumed hemodialysis, a non baxter dialyzer was used and the dialyzer was rinsed twice prior to use.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed. There were no samples or pictures available to evaluate the issue. Therefore, a root cause cannot be determined. A batch review and retained sample testing were performed and no abnormalities were found.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.